Manufacturer narrative:
The device is available to be evaluated; however, it has not yet been received for investigation.

Event description:
The event involved a bomba de infusión plum 360¿ compatible con ICU medical mednet¿ that was reported to have short-circuited upon connecting to the network. The patient had not yet been medicated/infused at this time. Smoke and sparks were reported; however, the only component that was visibly damaged was the connection cable. Possible damage to the power supply board, the cpu and the connection module (as well as a possible failure of the medical center's electrical circuit) are under investigation at the user facility. There was no clinical impact, medical intervention or harm to any patient (or clinician) as a result of this event.

Manufacturer narrative:
The investigation was updated by the field service technician (fse) stating that there actually was evidence of sparks, shocks, flames, charring and/or melting. Smoke and sparks were confirmed. The probable cause was a defective app pwa. Additional complaint investigation information can be found in h6 and h10.

Manufacturer narrative:
The device was investigated at the customer site by a service technician. The device failed visual inspection because the line cord was found broken or defective and the app pwa was also found defective. Upon investigation, there was no evidence of sparks, shocks, flames, charring, melting. In addition, there was no evidence of exposure to electrically charged components that would lead to the potential for burns or smoke inhalation. Although there was damage to the device identified during investigation, the device electrical event, smoke and sparks were not confirmed.